Event description:
In 2009, the pt presented to the ER with unspecified intestinal problems and pain. An endoscopy revealed a very large hiatal hernia. The pt was taken to the or for endoscopic repair of the hernia and revision of a gastric band. Upon opening the pt, it was noted that the majority of the stomach was displaced into the thoracic cavity and the gastric band had begun to erode an area of the upper stomach. The physician decided to perform a gastric sleeve. It was noted that prior to beginning transection of the stomach, it took approx 2 hours to advance the bougie to the desired location, due to the pt's hiatal hernia and stomach displacement. The physician utilized a 45 ets stapler with peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) to transect the stomach. It was noted that the stomach appeared to contain significant inflammation and was quite thick. For this reason, the physician employed green stapler loads (4.8 mm) throughout the entire staple line. It was reported that there were 22 total psdv used during the procedure. At approx the 10th firing when the stapler disengaged from gastric tissue, there appeared to be unattached psdv at the end of the firing and an obvious hole (maybe 5 mm) along the staple line. No active bleeding was observed. The physician noted that there was no difficulty with the firing of the stapler. The physician was able to re-staple across this area to repair the hole. Due to unstable tissue conformity along the stomach (due to either the original gastric band or a complication of the stomach being placed into the chest as the result of hiatal hernia) there was difficulty with endoscopic confirmation of sleeve integrity and even bougie placement. The pt was eventually opened and a leak was noted on the stomach, however, it was not confirmed whether the leak occurred at hole observed at the 10th stapler firing. The gastric sleeve was over-sewed and no leak was present when the pt was closed. It was not known if or how the hiatal hernia was repaired. The procedure was completed after approx 11 hours of surgical time. Nine days later, it was reported that the pt was "doing well."

Manufacturer narrative:
The psdv tissue is still implanted in the pt, therefore, no product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.